Event description:
Alaris medley pump being used to infuse medication. Pump programmed to deliver 10 ml/hr for 8 hours for a volume to be infused of 80 ml. The entire 80 ml infused in one hour. Additionally, as reported on previously submitted reports, we have greater than 20 other modules in which this same hinge has been discovered to be broken or to have a hairline crack. Most of these have not been involved with patient incidents.